Event description:
Facility alleged that the brakes would engage and hold but would disengage if stretcher was jared. No injury reported.

Manufacturer narrative:
Technician isolated the problem wear on the linkage of the casters, causing them not to fully engage. Replaced the foot end hex rod and bushings/screws to resolve this issue. Stretcher located in maintenance.